Event description:
During surgery, it was found upon opening the package that foreign material (white) was on the thread of the product. A backup product (same size) was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, it was found upon opening the package that foreign material (white) was on the thread of the product. A backup product (same size) was used.

Manufacturer narrative:
Evaluation summary: the reported event, that there was a foreign material on the device could be confirmed since the returned device matches the reported failure. Based on the investigation, it has been identified this white material comes from the surface treatment performed in our supplier (B)(4) surfacing. The raw material certificate heat (B)(4) was reviewed. It corresponds to the material defined on the drawing and to the internal material specification. The IFU v15013 rev j was reviewed: "inspection is recommended prior to surgery to determine if implants have been damaged during storage lot # x07969 was reviewed: (B)(4). There is no similar complaint reported within the same lot#. One deviation from the specification was noted regarding the cannulation of one device (one device scrapped).